Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's oxygen mixer was noisy. There was no patient involvement with the event. The device was evaluated by a third party and the oxygen mixer was replaced. The ventilator passed self-testing.